Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during an unknown procedure, the surgeon used echelon on lung tissue to divide the lung. Surgeon said it started firing and motor of instrument sounded very different than normal. It fired off and on and then stopped and would not return. He tried reverse button. Would not reverse. Used manual crank to return blade in order to open instrument. This was an experienced user and said tissue was not abnormally thick. He kept describing the sound of it firing as very different than normal. Unfortunately nurse discarded device mistakenly. It is unknown how the case was completed. There were no patient consequences reported.